Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional information indicates the correct manufacturing site ID is (B)(4). Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a pump critical alarm and a pump stall occurred. There were no reported patient symptoms. It was reported that it was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that they tried to restart the pump without success. It was reported that the pump was replaced on (B)(6) 2018. The issue was resolved at the time of this report. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.